Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 7 instances of cs 064 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 62 allegations of a malfunction, 36 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to internal motor failure and external motor assembly faults. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 62 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 1-71 years of age and between 6 and 294 pounds. Of the reported patients, 31 were male, 31 were female.